Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a t2gtn surgery, the radiolucent drill bit broke. It was also reported that the fragment from the drill bit was removed from the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for radiolucent drill bit breakage, was not confirmed as the radiolucent drill bit was not returned for evaluation. Without the radiolucent drill bit, the root cause cannot be determined.

Event description:
It was reported that during a (B)(6) surgery, the radiolucent drill bit broke. It was also reported that the fragment from the drill bit was removed from the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.